Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nose bleed. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging nose bleed. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer did not observe the dust/dirt contamination in the air path, likely from source external to the device. The manufacturer did not observe the evidence of degraded sound abatement foam. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination.

Manufacturer narrative:
In the previous follow-up report (MDR 2518422-2022-76832-1), section h6 was incorrectly captured, it has been corrected in this report to reflect the correct information.